Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Operative notes were received for surgery that occurred on (B)(6) 2019. Surgery was noted to have been for the infected vns electrodes. The notes indicated that purulent fluid collection was found surrounding the tie-down near the electrode. It was stated that the infected vagal nerve stimulator electrode lead was removed. Purulent collection was noted surrounding the anchoring tether. The area was irrigated and a culture was obtained. The lead was noted to have been amputated by the surgeon as part of the explant procedure. The lead electrodes were left in place. No other relevant information has been received to date.

Event description:
Patient was referred for lead explant. The reason for lead explant was reported to be that there was a cyst on the lead. The physician's assessment of the cyst was an infection of the vns electrode. Design history records for the generator were reviewed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications. Design history records were reviewed for the lead. The lead was confirmed to have been sterilized prior to distribution and passed all specifications as well. No known surgical intervention has occurred to date. No other relevant information has been received to date.